Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had three pause episodes within minutes of each other with no reported symptoms. On review of the episodes there appears to be partial loss of contact. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.